Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula which prevented insulin from entering patient's body due to which she experienced high blood glucose level. Therefore, they tried to treat it with bolus via pump, but on (B)(6) 2024, the patient first went to the emergency room and was subsequently hospitalized due to high blood glucose level. The hospital staff noticed a bent cannula on removal of the pump. Her highest blood glucose level related to incident was 720 mg/dl and had high ketone level which the healthcare professional did not assessed as dangerous or life-threatening. Moreover, the issue occurred three or more hours after insertion and the site location was patient's abdomen. During hospitalization, the patient received fluids of insulin, electrolytes intravenously and her heart was being monitored, as corrective treatment which resolved the issue. On (B)(6) 2024, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.